Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 27sep2018. Valid phone number not provided. Philips fse (field service engineer) could not duplicate or confirm the reported issue. Checked external battery after charging. The battery was tested and passed required tests. After charging the battery the unit is back to full functionality.

Event description:
The customer reported an auto shut off. There was no patient or user harm reported. The event date was not specified; estimate used.